Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via the 24 hour helpline of a cracked and leaking reservoir. The customer's blood glucose was unknown at the time of incident. The customer's call was dropped and and was not able to call customer back. No further details given.